Event description:
It was reported that customer experienced recurring air gaps and long bubbles in infusion set tubing during insulin delivery, leading to concern about pump safety and higher insulin use across two pumps and different supply lots. There was no adverse impact to the customer¿s blood glucose level. Customer disconnected tubing from body and primed out bubbles to clear line, adjusted loading technique using guidance from Technical Support, and reported no further bubbles after troubleshooting.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.